Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the gantry was not opening by the command from pendant. Rotor was not moving and there was no movement but a mechanical sound while trying to move. Dingus was not aligned. There was no patient involved. Troubleshooting stating that manually open the gantry after rotor pin aligning and dingus adjustment to its home position but result was nothing happened. Tried to perform rotor offset calibration, but it was not successful, since rotor was not moving. Tried invalidating home, all motions were smooth but at the stage of rotor movement it get stuck with the mechanical sound. Then they initiated the imaging system motion service controller, found that run level was ¿6¿ in gantry controller. Additional positioner and rotor motion controller was ¿8¿. They had reseated all cables at gantry positioner controller, motion interface board and rotor controller board but no change in the result. Finally, they swapped motor connection at gantry controller between axis- a and axis-c, e.g.; motor power (j3) with (j9) and motor encoder (j2) with (j8). After swapping and restarting they found that the rotor was moving without any sound, and image acquisition system (ias) became ready for the first time. Probable cause seemed to be gantry controller and rotor tractor drive might be faulty.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, replaced gantry controller pcba and system was working fine. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.